Event description:
A sternal cable broke post operatively when the pt coughed. The cable was implanted to redo the reconstruction after a previously conducted open-heart surgery. All of the pieces were retrieved during the surgery to remove the broken cable. Another cable was used the second time.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned.